Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer's blood glucose was 385 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. The contacts on the customer's battery cap was also not missing or damaged. It was found the customer received a failed battery test alarm at the end of troubleshooting. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.